Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, link, anterior needle, and both cuffs were not returned. Without the return of these components, the scope of this investigation was limited. The returned condition of the device substantiated the reported product experience. Inspection revealed a broken posterior foot that was not returned and a bent posterior needle tip. This is consistent with the posterior needle striking the foot instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment. Based on the investigation findings, the probable root cause for the broken posterior foot and bent posterior needle tip is forcibly deploying the needles against resistance when a needle deflection occurred. The probable root cause for the needle deflection is due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a mildly calcified right common femoral artery after an interventional procedure. Reportedly, a posterior cuff miss occurred. After the device was removed a 7fr sheath was inserted over the wire. It was noticed at that time that the posterior foot was missing. A femoral angiogram was performed to check for an occlusion; none was found. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.